Event description:
It was reported there were low out of range impedances. The health care provider was seeing less than 50 ohms for 0/1 and 2/3. It was noted the patient had low impedances previously and that the low impedances had not changed since (B)(6) 2012. The previous impedances were less than 50 ohms for 0/1 and 2/3 also. It was noted the low impedances had been programmed around. The health care provider was not sure if the patient was receiving any improvement in therapy but it was noted they were not seeing any adverse effects. The patient did have a history of falls, but the patient had had no falls recently that the health care professional was aware of.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v388241, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v363992, implanted: (B)(6) 2010, product type lead. (B)(4).